Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.

Manufacturer narrative:
This report is submitted on june 30, 2021.

Event description:
Per the clinic, the patient was hospitalized (date and duration not reported) after developing a skin infection at implant site due to trauma. The patient was treated with oral and IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2021 and reimplantation is planned but has not taken place as of the date of this report.